Event description:
Rptr, states, "when the lid was removed from the outer box the patella fell out onto the floor. It could not be used. The internal blister (which contains the sterile device) seal was not properly sealed. A second patella was implanted." There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Inner blister lid caught under outer blister seal. Corrective action previously taken.